Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21dec2018. (B)(4). Valid phone number not provided. The manufacturer's service engineer performed troubleshooting. The unit's orange led light was determined to be the source of the faulty indicator, the fse replaced the power overlay switch to address the finding.

Event description:
It was reported that the light emitting diode (led) indicator was faulty. There was no patient involvement. The event date was not specified; estimate used.